Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, the device did not staple but cut, sutured by hand. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.